Manufacturer narrative:
Title: outcomes of surgically managed recurrent parastomal hernia: the sisyphean challenge of the hernia world source: hernia (2021) 25:133¿140 published online: 6 march 2020. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between 2010 and 2019, outcomes of patients undergoing recurrent parastomal hernia repairs were reviewed. There were 38 patients in the study who underwent a primary repair with at least one recurrent hernia repair and 24 of those patients underwent two or more repairs. According to the article, there was no difference in recurrence when comparing type of repair or mesh type. Complications included: recurrence, seroma, and reoperation. Outcomes of surgically managed recurrent parastomal hernia: the sisyphean challenge of the hernia world r. L. Harries; 22feb2020.